Event description:
The customer received high blood glucose results on the device such as 351, 263, 151 and 261 mg/dl. They then took insulin and passed out. Paramedics were called and they transported patient to the hospital. They were treated with a glucose IV until blood glucose was 89 mg/dl. Controls were not used on the system. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.